Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found that the stent had detached from the sds and appeared to have received more damage at one end of the stent. A review of the manufacturing processes was performed and the review confirmed that the returned device conformed to the preventive measures and controls. Stent damage most likely occurred when the stent came into contact with the distal tip of the guide extension catheter, the guideliner during the withdrawal process. The sds was not returned for analysis therefore individual catheter profiles cannot be assessed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After placing a non-bsc guide extension catheter, a 2.25 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed however, the stent came into contact with the distal tip of the non-bsc guide extension catheter and the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After placing a non-bsc guide extension catheter, a 2.25 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed however, the stent came into contact with the distal tip of the non-bsc guide extension catheter and the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.